Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had had high impedance measurements on both ins'. The first ins ((B)(4)) was found to have electrodes 2 and 12-15 >10,000 ohms. The second ins ((B)(4)) was found to have both electrode 4 and 10 that were >10,000 ohms. The rep was able to program around the affected electrodes on both ins' to cover the patient's pain. The patient noted that the slipped on ice and fell on their buttocks in the winter of 2017-2018 which may have contributed/caused the high impedances. No further steps were being taken to resolve this issue as the patient was experiencing good pain relief. No patient complications were reported.